Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that a motor stall was seen in the logs: the stall occurred on (B)(6) 2018 at 8:43 with recovery at 8:50. The cause of the stall was unknown. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Correction:it was originally reported that the motor stall occurred on (B)(6)2018, when it should have been reported as (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6)2018. It was reported that the implant date of the pump was unknown. It was reported that the patient¿s weight at the time of the event was unknown. The information was confirmed with the physician/account. There were no further complications reported/anticipated.